Event description:
During transport to a hosp, a pt was on the ventilator which was operated on internal battery at the time. In less than one hour, the ventilator gave audible alarm and immediately shutdown. A nurse had to manually ventilate pt by ambu bag until arrival at hosp.